Event description:
It was reported that a patient underwent primary breast augmentation with two mentor memorygel breast implants. Post-operatively, the patient was diagnosed with bilateral breast capsular contractures (baker grade iii on the right and baker grade ii on the left). The breast was protruding out. As a result, the patient has been scheduled for bilateral breast implant removal surgery on (B)(6) 2024. This medwatch form is for the left breast prosthesis. Capsular contracture on the right breast has been reported under mrn: 1645337-2024-03154.

Manufacturer narrative:
Section d 6b. Explantation date: (B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
On may 17, 2024, mentor received additional information indicating that the patient only had a right breast implant rupture, and that the left breast implant was removed intact. In addition, the patient's implants were replaced with the following devices: (right) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 8460981 sn: (B)(6) and (left) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 9984183 sn: (B)(6).

Manufacturer narrative:
On may 6, 2024, mentor received additional information indicating that the patient was also diagnosed with breast implant rupture on an unspecified breast. For now, both will be reported as ruptured and a supplemental report will be submitted once clarification is received.

Manufacturer narrative:
On may 30, 2024, the product investigation was completed. Device investigation summary: on june 13, 2024, an analysis of the suspect medical device¿s photo was completed. Investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpp gel 375cc breast implant. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now.